Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings, blank display and failed battery test from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer was able to treat. The customer stated that the display was not blank less than 30 seconds. The customer stated that the battery in use is energizer aaa alkaline battery. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to ensure that the battery is securely fastened and aligned horizontally with the pump. The customer stated that the pump did not alarm failed battery test. The customer was advised to monitor the pump.